Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006,product type: programmer, patient. Product ID: 377760, lot# v012101, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that there was uncomfortable paresthesia between shoulder blades in her neck and a shocking sensation in the patient¿s neck and between scapulae when using the spinal cord stimulator. It was due to programming, related to device or therapy and not related to implant procedure. Reprogramming was done. The spinal cord stimulator was working well in situ and didn¿t need reprogramming. The outcome was resolved without sequelae.